Event description:
It was reported that the left ventricular lead dislodged and was sitting in the lower atrium. The lead was explanted and replaced. Further information was requested however was not provided.